Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported the 3.0 x 48 mm xience xpedition stent delivery system (sds) was advanced to the target lesion, but during positioning of the stent and when the sds was pulled, it met resistance with the anatomy and got stuck. The entire system was removed from the patient anatomy as a single unit. Outside the patient anatomy, it was noted that the stent struts were damaged. A new device was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The stent material deformation was confirmed during visual inspection. The difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure as it is likely that the device interacted with the anatomy during the procedure resulted in the reported difficult to remove. During the removal attempt the device interacted further with the guiding catheter and anatomy resulted in the reported stent material deformation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: the stent delivery system (sds) met resistance during removal from the guiding catheter; therefore, the guiding catheter and sds were removed as a single unit. Return device analysis revealed that the inner and outer members were separated 9.8cm proximal to the proximal seal and were wrinkled and torn 3.2cm proximal to the proximal seal for a length of 4cm. The hypotube was separated at the distal end of the strain relief tubing. No additional information was available.

Manufacturer narrative:
(B)(4).